Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was not confirmed. There was no log file submitted for review. The mobile power unit, serial (B)(6), was not returned for analysis. Per provided information, the mpu was exchanged due to the patient experiencing yellow wrench alarm. There was no additional documents or images regarding the event. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section-¿alarms and troubleshooting¿ and heartmate iii patient handbook section-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including yellow wrench alarm. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a yellow wrench alarm on their mobile power unit (mpu) that was recently repaired in (B)(6) 2021. They requested that the mpu be replaced as this is the second time this unit has had an issue.

Manufacturer narrative:
The device's (B)(6) 2021 repair was reported under MFR 2916596-2021-03755. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.